Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the pylorus during a pyloric dilation procedure to treat pyloric stenosis performed on (B)(6) 2025. During the procedure, the balloon had a pinhole. The procedure was not completed due to this event. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) has been updated. Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 84 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the pylorus during a pyloric dilation procedure to treat pyloric stenosis performed on (B)(6) 2025. During the procedure, the balloon had a pinhole. The procedure was not completed due to this event. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. ***additional information received on november 09, 2025*** it was reported that the procedure was rescheduled on (B)(6) 2025, and was reported to have completed successfully.